Manufacturer narrative:
D10 concomitant products: jaw lap lf1937 ligasure maryland 37cm - lf1937, lot# 41850016x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic para esophageal hernia repair, the device had partial sealing on short gastric vessels with average thickness, 3 to 5mm. The seals were all inconsistent. Some were okay, some required multiple activations. There was evidence of energy delivery, end tones was heard but bleeds after cutting. The device was cleaned regularly. The device was connected to the generator with software version 5.0 at the time of the event. The device was not reprocessed or reused on a patient.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic para esophageal hernia repair, the device had partial sealing on short gastric vessels with average thickness, 3 to 5mm. The seals were all inconsistent. Some were okay, some required multiple activations. There was evidence of energy delivery, there was no re-grasp tone or error occurred and end tones was heard but bleeds after cutting. The device was cleaned regularly. The device was connected to the generator with software version 5.0 at the time of the event. The device was not reprocessed or reused on a patient. A new device was used with the same generator and it worked fine to complete the procedure. Blood transfusion was not necessary.